Event description:
As part of a legal mediation effort on (B)(4) 2013, intuitive surgical, inc. (Isi) received information including medical records of a patient who underwent a da vinci si prostatectomy procedure on (B)(6)2012 for carcinoma of the prostate. There was no indication in the patient's operative (op) report that a malfunction of the da vinci surgical system, instruments or accessories occurred and there was no indication that the patient experienced any intra-operative complications. According to the information provided in the patient's op report, the patient had adhesions that were initially taken down with scissors and a harmonic scalpel without any intraabdominal injury and the da vinci si surgical system was used to take down the remaining adhesions and to complete the surgical procedure. After the surgical procedure was completed, an inspection of the patient's abdomen was performed. No obvious injury to any intraabdominal structure or bowel was found. The procedure was completed without any complications. Based on the medical records provided to isi, 2 days post-op, during a post-surgical evaluation the patient was found to exhibit symptoms associated with bowel injury. The patient experienced tachycardia, acute renal failure with an elevated creatinine, decreased urine output and elevated potassium. Reportedly, on (B)(6) 2012, the patient underwent a laparotomy procedure for repair of a bowel perforation and also lysis of adhesions. During the surgical procedure, it was discovered that the patient's bowel was quite dilated near the ligament of treitz and there were a few small deserosalized areas. The affected areas were sutured. Inspection of the patient's colon found no damage. After the surgical procedure was completed adequate hemostasis was noted. A central venous catheter was also placed. Reportedly, the patient tolerated the procedure well and was taken to the intensive care unit intubated for further management resuscitation. The patient underwent a vac procedure at the bedside on (B)(6) 2012 to assist with healing of the laparotomy wound. The patient was discharged on (B)(6) 2013 in stable condition.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the injury sustained by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. No previous complaint was reported relating to this event this complaint is being reported due to the following conclusion: the patient sustained a bowel injury during a da vinci si prostatectomy procedure.